Manufacturer narrative:
The reported event could not be confirmed since the returned device was able to be removed from the inserter handle and was functionally tested in saw bone with no issues. The device was returned in the packaging with the other kit components still inside. The inserter handle still had the phalinx screw in the distal end of the inserter. An attempt to pull the screw out of the inserter did find slight resistance, however, was able to remove the implant with ordinary force. No visible deformation to the inserter tip or phalinx implant was present. The returned device was functionally tested in a saw bone by global quality operations. Surgical technique was followed and it was determined that the inserter allowed for the implant to be threaded into the pilot hole and released the implant as intended once the tip of the inserter handle was flush with the saw bone. In addition to a functional test of the returned device, a test unit froma different lot was pulled from stock for evaluation. The test unit was functionally tested in a saw bone. Surgical technique was followed. Pilot hole was made with instruments in kit. Preloaded implant was inserted, rotated clockwise until inserter handle tip was flush with saw bone. Inserter was then pulled away from bone and released the implant as intended. R&d was contacted regarding previous similar complaints. According to their review causes identified could be amount of pressure user was using to rotate implant into the bone. Page 8 of the optech notes while applying pressure, rotate the implant into the intermediate phalanx. (Figure 7) for implant insertion. If the user used too much pressure it could have pushed the implant further into the housing/handle and cause it to wedge inside and become stuck. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be re-assessed.

Event description:
It was reported that the during a lab the phalinx implant worked as intended, however the inserter was ¿stickier¿ and grasped the implant very tightly and it was very hard to remove it from the handle. No patient was involved.

Event description:
It was reported that the during a lab the phalinx implant worked as intended, however the inserter was ¿stickier¿ and grasped the implant very tightly and it was very hard to remove it from the handle. No patient was involved.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.